Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump stops deliver for a period of around one hour at certain times. Caller stated these occur when there has been an e4 (occlusion error). Caller reported the pump does not activate an alarm during these events. No adverse event reported. Requested return of the alleged device for evaluation.